Manufacturer narrative:
Concomitants: (B)(6) 101-05-30 - 3.2mm drill bit30mm 1pk. (B)(6) 120-65-25 - bone screw 6.5mm dia x 25mm long. (B)(6) 164-02-13 - element-stem, collarless w/ha, high offset, sz 13. (B)(6) 170-36-00 - biolox delta femoral head 36mm od, +0mm. (B)(6) 180-01-54 - nv crown cup clstr hole 54mm group 2. These devices are used in treatment and not in diagnosis. Pending investigation.

Event description:
It was reported via legal documentation that a patient had a left total hip arthroplasty on (B)(6) 2013, and then experienced revision surgical procedure on (B)(6) 2022 approximately 9 years and 6 months after initial implant. No images were provided. There is no other information available.

Manufacturer narrative:
H6: corrected health effect clinical code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.